Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope displayed no image. The issue occurred during maintenance. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The subject device was returned for device investigation and the reported issue was not confirmed. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.